Event description:
It was reported at generator change the ventricular lead impedance was low and the threshold was high in the bipolar configuration.when the lead was tested unipolar both the impedance and threshold results were acceptable. The lead remains in use in unipolar polarity. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).